Manufacturer narrative:
PMA/510k # should have been p030054 rather than blank.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed non sustained right ventricular oversensing due to post paced t-wave oversensing. The oversensing was noted on a stored electrogram. The device was reprogrammed on (B)(6) 2017 and the complaint was resolved. The patient's condition was fine post event.